Event description:
Customer reported an issue with the panorama central station's display, which may have resulted in loss of telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Mindray service representative provided the customer with a loaner display, while it is being returned for repair.